Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for three patients. The samples were re-tested and lower na results were obtained. Customer only provided results for two patients. The results were reported out of the lab. Per laboratory supervisor, no reports of patient consequences have been received.

Manufacturer narrative:
Calibration and qc were within specifications before and after the event. The issue was intermittent. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered that the ise ratio pump was leaking. The fse replaced the pump. Bec requested the pump to be returned for investigation. Although the fse addressed hardware issues, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.